Event description:
It was reported to medtronic minimed that the customer experienced bad sensor, sensor glucose vs. Blood glucose, calibration not accepted. The customer reported hemorrhage. The event involved product(s) mmt-7040a. Troubleshooting was performed and found customer reported sensor glucose as 50 mg/dl and blood glucose as 120 mg/dl. Customer is reporting a discrepancy between sg and bg which is not within range. No further patient complications were reported. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the two returned used partial sensors (needles do not return) and performed visual inspection to one random sensor and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Unable to confirm needle anomaly due to customer did not return insertion needle. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of change sensor/bad sensor alarm was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. The customer complaint of needle anomaly could not be confirmed due to customer did not return insertion needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.